Event description:
During an embolization procedure, friction was noted between the 37mm enterprise self expanding stent and the (mc) microcatheter (prowler select plus 90 degrees tip). The system was removed from the patient as a unit, and a new enterprise and mc were used. However, the same event occured, all devices were retrieved and patient was re-scheduled. There was no patient injury reported with the event. The products will be returned for analysis.

Manufacturer narrative:
A guiding catheter and a guidewire were utilized for the procedure. Once resistance was noted, the operator continued to advance the unit through the microcatheter. The guidewire had some resistance/friction going through the microcatheter, so both products were removed from the patient. A .014" guidewire was utilized and advance through the microcatheter. After the friction, another microcatheter was inserted and friction occurred once more. The guiding catheter and microcatheter were not placed at an acute angle, but the system was unstable because the position of the guide catheter was low. The doctor could not advance the guide more because of the presence of fibro-dysplasia. Continued flushing was maintained through the microcatheter. Prior and after using the microcatheter; the unit was free of kinks, bends, or any other anomalies. The patient's anatomy was tortuous with the presence of intima dysplasia. The angiogram did not show an anatomy that was not appropriate for treatment (severe intracranial vessel tortuousity or stenosis intracranial vasospasm not responsive to medical therapy. The parent vessel was about 3.8mm. Prior to shipping the products, no other issues were noted on the stent delivery, stents or microcatheters (kinks, bends, cracks, broken areas, uplifted (bend, kink) struts, ets.). The product is expected to be returned. Evaluation and analysis; however, has not been received. Additional information will be submitted within 30 days of receipt. This is the first of two products involved with this adverse event, which is associated with mfg report #1058196-2007-00066 and 1058196-2007-00067.